Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a transuretheral resection of prostrate therapeutic procedure, the loops of the electrode of the high-frequency electrode (plasmaband) fell off. The procedure was completed with a replacement device. There was no report of patient harm or user injury associated with this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, visual inspection found the electrode shaft straight and the fork tubes were straight, and the outer white sheath is intact. However, it was observed that the cutting band was charred stains, broke in half, and missed tiny fragments. The device could not be checked for energy output due to the damaged electrode. However, the electrode fits correctly into the test working element. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is that the findings did not lead to a clear conclusion about the cause of the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.